Manufacturer narrative:
The customer performed their own troubleshooting with the phone support of a beckman customer technical specialist and replaced the buffer syringe to resolve the issue. The customer performed calibration and quality control, which all passed. When follow-up, the customer indicated the issue was resolved and the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported two (2) patients high results for sodium and chloride on their dxc 700 au clinical chemistry analyzer. The samples were repeated with normal results. The customer did not release the initial high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.